Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the surgeon noticed that the haptic break/ tearing off. The lens was explanted and replaced with another lens during the initial procedure. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).